Event description:
It was reported that the board displayed user advisory 7 while attempting CPR on a patient. Customer reverted to manual CPR. No adverse event reported.

Manufacturer narrative:
The complaint of user advisory 7 (discrepancy between load 1 and load 2 too large) was verified. The load cell was replaced to remedy the complaint. Board passed functional test after load cell replacement. No adverse event reported.